Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the lot number provided by the reporting facility is an inaccurate number that is not traceable to manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the patient experienced a posterior capsule tear. It was reported the lens was inserted into the sulcus. Additional information has been requested.